Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to breakage of the articular surface. It is reported that the pt had previously fallen and broke her hip. Surgeon is not sure if it happened during the fall because the focus was on the fixation of the hip.